Manufacturer narrative:
This report was sent as a retraction. Based on the information provided from the physician that the dissection was caused by wire/part of procedure and the gore devices implanted on the left side were not attributed to dissection and based on the imaging review that the dissection is not immediately adjacent to the end of the implanted device, this case is not reportable as it does not meet the definition of a serious injury or reportable malfunction.

Event description:
This report was sent as a retraction. Based on the information provided from the physician that the dissection was caused by wire/part of procedure and the gore devices implanted on the left side were not attributed to dissection and based on the imaging review that the dissection is not immediately adjacent to the end of the implanted device, this case is not reportable as it does not meet the definition of a serious injury or reportable malfunction.

Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the device indicated the lot met pre-release specifications. The device remains implanted and is not available for investigation. Code e2401 was used to cover that the event is ongoing and it is unknown what caused the dissection. Code f24- was used that it is unknown what caused the vessel dissection and if the physician is planning to fix it. Code f28- was used to cover that the event is ongoing. The physician is monitoring the patient. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received from clinical complaint specialist: on (B)(6) 2025, the patient underwent endovascular procedure using a gore® excluder® iliac branch endoprosthesis device to treat a juxtarenal aortic aneurysm. A gore® dryseal flex introducer sheath was used for access. It was a primary procedure for endovascular treatment. The patient tolerated the procedure. On (B)(6) 2026, a gore core lab imaging found that there appears to be a dissection in the proximal left external iliac on the follow up cta dated (B)(6) 2026. The event is ongoing. The physician is monitoring the patient.